Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock. Device analysis confirmed that this was due to sense b noise and oversensing. The system was reprogrammed into the secondary vector and a system revision will be scheduled by the time the device needs to be replace for normal battery depletion. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock. Device analysis confirmed that this was due to sense b noise and oversensing. The system was reprogrammed into the secondary vector and a system revision will be scheduled by the time the device needs to be replace for normal battery depletion. At this time, this system remains in service. No adverse patient effects were reported.